Event description:
The customer reported the cautery worked intermittently. Had to press hand control very firmly to activate, however, quit working. No pt injury. Occurred in both cut and coag modes according to the hosp.